Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction occurred. One day post the colonoscopy the pt presented to the ER with chest pain and shortness of breath. The pt was admitted. He developed ventricular tachycardia requiring CPR and electrical cardioversion. Then he developed asystole followed by arterial fibrillation. The pt was taken emergently to the cardiac cath lab. There was 100% restenosis at the prior stent site in the ramus intermedius vessel. A balloon angioplasty was performed with reconstitution of blood flow to this vessel. An intra-aortic balloon pump was inserted for hypotension and the pt was cardioverted from arterial fibrillation to sinus rhythm. The cause of the pt's acute event was stent occlusion from thrombosis, due to a lack of antiplatelet therapy.

Manufacturer narrative:
Product analysis could not be completed because the complaint product was not returned. Stent thrombosis is a known complication of stent implantation which has been reported for all bms and drug-eluting stents. The root cause of this complaint is unk. A CAPA has been initiated to address this issue. The batch number for this complaint is unk; therefore a review of the manufacturing records could not be carried out. As the upn is unk, a ship history could not be carried out in order to identify potential batch numbers for this complaint. Therefore a review of the manufacturing records for potential batches that this complaint was reported for could not be carried out.